Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of blood splatter was confirmed from circumstantial evidence that was observed on the shielded needle that was provided for investigation. A visual and functional test revealed nothing remarkable. The needle was received fully retracted. Gel, which dampens the needle during retraction, was present within the shield. The flow control plug exhibited no damage. What appeared to be blood residue was discovered inside the grip of the unit, indicating that it is possible that there was splatter during retraction. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Since the unit was already used, retracted, and no catheter was provided it is unclear when or how the blood splatter occurred. The root cause could not be determined. The instructions for use (IFU) provide guidance to reduce the amount of blood flow into the catheter, such as the use of a tourniquet and applying venous compression before activating the safety mechanism. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd insyte autoguard blood splattered. The following information was provided by the initial reporter: blood splatters when safetying the IV. Blood on rn.